Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stripped battery cap coin slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 38 mg/dl. The customer was treated with food and glucose tablets. After the troubleshooting was done, customer was advised to speak with their healthcare provider regarding the low blood glucose. Customer performed displacement test and passed. Customer was advised to monitor insulin pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack or scratch on battery compartment. Customer doesn't know the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.